Manufacturer narrative:
A repair kit is available for use with this catheter and was not used. The complete device was not returned for evaluation and testing only the blue luer was returned. A "hemaclop" device that is not manufactured by spire biomedical was used on the device and was also received. This is a semi-rigid plastic device that applies radial and axial pressure on the luers. The pressure coupled with the cleaning agent put undue stress on the luer, causing it to fail. The clinic was using iodine and switched to exsept plus. The failure is attributed to "user error."

Event description:
A sales representative reported "pt 2" had a blue cracked luer and the catheter was replaced.